Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that a patient using a portex® portex bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube had a cuff leak. During a device change, a safety check of the new device revealed that the cuff was not inflating equally around the tracheostomy cannula and required some manipulation for it to become equally inflated. This safety check was considered a required medical intervention to prevent a serious injury. The device was inserted into the patient and the leak reading from the ventilator immediately stopped. There was no clinical injury.